Event description:
On (B)(4) 2011, abbott point of care was contacted by a distributor who reported that, on (B)(6) 2011, an I-stat analyzer would not activate. The instrument was returned to apoc, and on 6/10/2011, during routine failure analysis, burned components were discovered.

Manufacturer narrative:
(B)(4).